Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the elastic conforming bandage 7.5cmx4.5m had a foreign substance in package. It is unknown whether the event happened during surgery and if there was patient involvement.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as the part number provided is not a recognised part number, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. As the product family is unknown a review of complaint history could not be carried out. The device was intended for use in treatment. No samples were returned for analysis. The reported issue may be linked to product handling passed the point of smith and nephew control. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.